Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during a device upgrade procedure, the physician experienced difficulty unscrewing the setscrew. The consultant removed the silicone covering the setscrew, in which the setscrew appeared to be "crooked". Eventually the setscrew was able to be undone, however it had to screwed inwards before it would come out. The device was explanted and replaced as scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.